Manufacturer narrative:
Manufacturer's reference number: (B)(4) it was reported that a female patient underwent an ablation procedure for atrial fibrillation with a smartablate pump and suffered a transient st segment elevation and hypotension requiring no medical or surgical intervention. Follow up was performed, but service was declined. The customer did not ship the device for service, and the customer complaint could not be confirmed. A device history record (DHR) review was performed, and it verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: smart touch bidirectional catheter, model # d-1327-05-s. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a smartablate pump and suffered a transient st segment elevation and hypotension requiring no medical or surgical intervention. During the procedure, 20 minutes after a bubble error and pump exchange, there was a transient episode of st elevation and hypotension, which resolved spontaneously without intervention. Patient did not require extended hospitalization as a result of the adverse event. Physician indicated that the cause of the adverse event is unknown. The sheath in use was not a biosense webster product. It was also reported that a bubble error was being displayed on the smartablate pump. Tubing was replaced without resolution x 2. This was the first day using this smartablate pump. It was sent in for this issue and recently received back. Pump worked without problems. Pump evaluation was requested.